Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the lab inr result. On (B)(6) 2014, the patient tested on the inratio device and the inr was 2.2. Reportedly, improper technique was noted as multiple drops of blood was added to the sample well. Therapeutic range was 2.5 - 3.5. She was seen at the physician's office where the lab inr was 5.6 and the doctor said that she did not look good. The time between testing was thirty (30) minutes. The patient was sent to the emergency room where she was told to hold her coumadin for 72 hours. There was no additional info provided.